Event description:
Customer was likely treated with intravenous infusion, as IV insulin is reserved for hyperglycemic cases.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer did not follow the instructions to change the set properly. The customer put the reservoir in the pump without rewinding it and accidentally pushed 100 units of insulin into the body. The blood glucose was dropped to 20 mg/dl and the customer was found unconscious. The customer was treated in the ambulance and then when woke up in the emergency room and felt better. The customer was treated with an intravenous insulin infusion drip in the hospital. The event involved product(s) mmt-1884, mmt-242a, mmt-332a, mmt-7040a, mmt-7841zn. Troubleshooting was performed for the reported event. The customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. The customer also stated that the transmitter got lost while in the hospital. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-242a. No product return is required for mmt-332a. No product return is required for mmt-7040a. Mmt-7841zn was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.